Event description:
Service and repair report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a device failure, the device does not start. This is complaint 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Investigation is on-going. Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The device failure reported by the customer could be confirmed. Investigation evaluation results : the service technician noted the following action taken: _ir_ repair. The device has been serviced and functional testing has been performed in accordance with the service manual 532.001 / 532.010. During the pre-repair diagnostic assessment, the service technician identified the following failure code: _cbxc_ motor seized, rough running, defect, strange noise, the reverse button is blocking. The service technician identified the probable root cause: _eby_ care and maintenance faulty. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to faulty care and maintenance of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.